Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported. It was further reported that the pump displayed error code 10040. There was no patient involvement. The product problem was observed during a bench test.

Manufacturer narrative:
Evaluation results: one cadd prizim was returned for investigation in good condition. The pump displayed error code 10040 after it was powered on. Further investigation of the pump revealed that the pump software was corrupted. The software was reinstalled.

Manufacturer narrative:
Additional information received on (B)(6) 2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The pump was visually inspected, and the pump found error code 10040. However, the device was not able to perform functional testing. The customer's stated problem was verified. Inspected the pump and power up it alarm error 10040. During investigation the pump was unable to perform any functional test. Further investigation of the pump and determined that the pump software was corrupted. After rebooting the pump, the issue was resolved. Service replaced the pump software to correct the reported problem. The root cause of the reported problem is unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.